Manufacturer narrative:
X-ray review: pre-op and post-op x-rays are shown for l5-s1 plif. Per report a 5.5 mm system was used with spacer. One of the sacral screws appears to be fractured. There is a paucity of bone growth through the interbody spacer at l5/s1 additionally at 8 months post-op likely contributing to the construct failure.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
T was reported that patient underwent surgery due to lumbar disc protrusion in which spinal instrumentation was implanted. Post-op, around the middle of (B)(6) 2016, one screw was found broken. Patient underwent replacement surgery on (B)(6) 2016 in which screws were replaced with other manufacturer's products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.